Event description:
The facility representative reported a infusor pump with a condition of "alarms constantly when turned on and 3 leds (light-emitting diodes) stay on". This condition occurred during biomedical testing. The area where this event occurred is biomed shop. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available. A baxter service technician reported finding a constant alarm when attempting to run the pump. This event occurred during product evaluation which may have caused an interruption of delivery. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The assignable cause was a faulty motor. The motor has been replaced. A follow-up medwatch report will be submit if additional information becomes available.

Event description:
A motor stall occurred while the pt was hospitalized; it was confirmed via the event logs. The pt did have an MRI while in the hospital. A "stopped pump period may exceed tube set" message was noted in the logs on (B)(6) 2010. No motor stall recovery was noted in the event logs. At the pump refill, the expected residual volume was equal to the actual residual volume. The pt was having pain, but had recently fallen and broken her hip. No audible alarms were reported over the last few weeks; however, the nurse heard the alarm during programming on (B)(6) 2010. Additional info has been requested, a follow-up report will be sent if additional info becomes available.